Manufacturer narrative:
All info provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that the pt received an left ventricular assist device. The device could not interrogated and had no telemetry. This was clinically resolved by reprogramming. At a later interrogation, the device could not be interrogated again. The device remained implanted.